Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional information becomes available. (B)(4).

Event description:
Attorney representing third party service engineer alleges gas supplied under maintenance contract damaged laser. Specific damage has not been defined. No patient involvement was reported, no report of injury.